Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The pump was received with operating currents within spec. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5v for 4 consecutive hours due to resistance issue on a connector. The insulin pump also alarmed power loss and low battery alarms due to resistance issue at a connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The insulin pump also had a minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that their insulin pump had received a low battery alert. The customer¿s blood glucose was 170 mg/dl. The customer states the battery did not last more than 1 week. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.